Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the balloon material. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm distal to the distal end of the proximal markerband and extending approximately 1mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the patient's condition post-procedure was stable.